Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed possible loss of capture (loc) on a beat at the presenting electrogram (egm) as did not show a clear t wave after it. All other presenting strips that were reviewed had obvious t waves after all paced and sensed complexes. There were times where the paced complex looked like a sensed beat, and it was suspected there was some fusion on those beats. The pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.